Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were concerned about using personal heart rate monitors and gym equipment heart rate monitors. Per the patient, their device did not track anything over 120 beats per minute; however, the personal heart rate monitor recorded 169 beats per minute. The patient indicated their physician wanted them to wear a holter monitor and have a stress test. Follow-up information was received from the clinic indicating that the patient's last device check was prior to their call to the manufacturer. The device was functioning appropriately. A holter monitor had also been placed on the patient. The nurse called the patient and although they did not come into the office, they indicated over the phone that they were having no issues with their device. The device remains in use. No patient complications have been reported as a result of this event.